Manufacturer narrative:
Additional information: h4 device manufacture date was added the device history record (DHR) was reviewed showing no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. Sample evaluation could not be performed because no sample nor photo was available for evaluation. Due to previous similar complaints, a corrective and preventive action (CAPA) had been opened to further investigate the issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) review showed that manufacturing and inspection of product was performed as per applicable procedures and validated processes. One decontaminated sample was received for evaluation. A visual inspection and a functional test were performed showing a leak at the tip part of the tube. The reported issue was confirmed. The affected component is produced by an external supplier. Based on historical review, a corrective and preventative action (CAPA) was generated to the supplier to further investigate this issue. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the tube was inserted on (B)(6) 2023 and the balloon burst 2 days later on (B)(6) 2023.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.